Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 4076 implantable pacing lead (B)(6) 2006; 4193 implantable pacing lead (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high, out of range rv defibrillation impedance. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event.